Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address high chromium levels. Update 8/5/2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain, pseudotumor, and MRI showed complex fluid collection and internal septations consistent with the presence of metallosis. There is no new additional information that would affect the outcome of the investigation. Update rec'd 11/6/2014- pfs and medical records received. After review of the medical records for MDR reportability the revision operative note indicated pain, discomfort, metallosis, pseudotumor, and osteolysis. The stem is being added for the alleged increased metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/3/2014.

Manufacturer narrative:
The added stem associated with this report was not received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. With the information provided it cannot be determined that the complaint is product related.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 7, 2017: pfs and medical records received. Pfs alleges atrial fibrillation possibly due to high cobalt levels. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported a large amount of metal debris underneath the trunnion. Laboratory result for cobalt level is above 7 mcg/l. This complaint was updated on oct 3, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.